Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The likely cause was determined to have been deployment of the device in the incorrect position resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: unknown if the device was explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on (B)(6), after an endovascular thrombectomy (evt) was performed, the angio-sael device was used for hemostasis at the puncture site in the right inguinal region. Hemostasis was successfully achieved without feeling uncomfortable using the device. On the following day, (B)(6), ankle-brachial index (abi) could not be measured, and ultrasonography revealed a suspected femoral artery occlusion. After angiographic confirmation, endovascular thrombectomy (evt) was performed to expand the occluded portion using a balloon catheter. Recanalization was achieved, and there was no particular problem. The physician was aware of calcification near the puncture site at the time of the endovascular thrombectomy (evt) on (B)(6), however, the physician determined that there would be no problem as the puncture position was slightly shifted and then used the device for hemostasis. The anchor likely interfered with the calcified area, preventing the anchor from being positioned against the vessel wall, and there is a possibility that the collagen sponge may have slipped into the artery. Since this product has a hemostatic structure by sandwiching the hemostatic site with the anchor and collagen sponge, the physician was explained that the position of the anchor is important to make the physician aware of this again. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 fr. Each inguinal ligament of both the right and left common femoral arteries was punctured, and the puncture site for this device was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The patient hospitalized extended due to the event, the patient required an endovascular thrombectomy (evt) (non-surgical intervention) due to the event. The patient is recovering. There were no other devices or equipment used with the reported product.